Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. Correction: f,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that biomed was getting error 80 (water check time out unable to reach calibration temperature) during calibration on the arctic sun device. Per follow up information via email on 23dec2022, technician support and biomed confirmed that the device had a bad mixing pump. Biomed would order a new mixing pump and replace onsite.

Event description:
It was reported that biomed was getting error 80 (water check time out unable to reach calibration temperature) during calibration on the arctic sun device. Per follow-up information, via email on 23dec2022, technician support and biomed confirmed that the device had a bad mixing pump. Biomed would order a new mixing pump and replace onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.